Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The unit was delivered to the customer december 12, 2007. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: therefore, it is assumed that there is no abnormal in the device in question, and that there is a problem in either of the devices (processor, scope, scope cable, etc.) That were in combination. ¿ since more than 13 years have passed since the manufacture and delivery of the device in question, it is assumed that the scope socket has been worn by repeated use for a long period of time. ¿ since there was no opportunity to return the actual product to olympus until this defect occurred, it is assumed that the part remained the old version. ¿ the lighting time exceeded 500 hours, but it could have been turned on, so it is speculated that the user had continued to use it. ¿ when replacing lamp, it is presumed that it was caused by adding an old heat compound that had been applied to the heatsink without wiping it off sufficiently, or by overcoating a new heat compound. ¿ it is assumed that the air joint was worn out due to repeated use for a long period of time. ¿ it is assumed that it was caused by using and storing in a humid place, or by natural drying even after the device got wet. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The light source referenced in this report was returned to olympus for evaluation. The light source was tested with the use of the following olympus¿ test equipment: cv-180 and gif-h180 scope. The video image was working appropriately. However, found heavy corrosion and deformation on the chassis, top cover, and rear panel. Worn out scope socket causing poor connection, worn out socket air joint leaking air pressure. Olympus lamp meter showed over 500 hours. In addition, it was noted that an old version igniter and iris cable in the unit, which requires upgrade to new version. The device was serviced and returned to the user facility.

Event description:
The user facility reported that they experienced a distortion in the camera unit during use. However,the evaluation did not confirm the image issue, but the evaluation noted an excessive application of thermal grease on the illumination lamp. There was no patient injury reported.